Event description:
A us distributor contacted zoll to report that a (B)(6) male patient passed away while wearing the lifevest. The patient reportedly had just come home after having a stent replaced. The patient's wife reportedly found the patient on the bathroom toilet with the system alarming "patient not responding, call 911". The patient's wife contacted ems who prompted her to move the patient ot the floor and perform CPR until their arrival. Analysis of the event concludes that the initial life-threatening rhythm was asystole. The lifevest properly detected asystole, however asystole is considered a non-shockable rhythm. While monitoring the patient's rhythm, a vt arrhythmia was detected. However, the electrode belt was disconnected before the treatment sequence was completed. It cannot be determined who disconnected the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. The reported problem (patient death) was investigated. Upon evaluation, the equipment was fully functional and able to detect and treat. Belt: 04/2013.